Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up with black screen and the power supply fan sounded like it was oscillating. Power supply found out of electrical specification. (B)(4).

Event description:
It was reported that the programmer would not power up. The fan could be heard but the screen was black. The power supply voltage was oscillating high and low and the fan speed was also oscillating. The programmer was returned for repair. There was no patient involvement.